Event description:
Home pt (hp) reports pt line of homechoice set was not priming completely. Hp subsequently removed blue pull ring cap at the end of the pt line and replaced it with a minicap. Baxter technician advised hp to end treatment at that time and to restart with new supplies. Unit rn was not aware of incident and reports hp is aware of proper priming procedure. Rn reports no pt injury or medical intervention required as a result.